Event description:
Event description cpi received information that this ventak implantable cardioverter defibrillator (ICD) exhibited changes in lead impedance shortly after implant. Patient has not received any inappropriate therapy. Patient has concomitant pacemaker implanted.